Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b2 has been corrected to reflect serious injury only and death was reported in error. Section h1 correctly reflects serious injury. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 07, 2024 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a sore throat with mucous and inflammation. The patient did receive medical intervention resulting in prescribed medications. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 was corrected and updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a sore throat with mucous and inflammation. The patient did receive medical intervention resulting in prescribed medications. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.